Manufacturer narrative:
Citation: peter v. Bartos, balazs molnar, zoltan herold, gabor dekany, zsolt piroth, gergely horvath, abdelkrim ahres, christian m heesch, nikoletta r. Czobor, sai satish, tunde pinter, geza fontos, peter andreka. Short- and medium-term outcomes comparison of native- and valve-in-valve tavi procedures. Rev. Cardiovasc. Med. 2023, 24(9), 255. Https://doi.org/10.31083/j.rcm2409255 earliest date of publication used for date of event and date of death. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding the outcomes of valve-in-valve (viv) and native valve (nv) transcatheter aortic valve implantation (tavi) procedures. The study population was divided into two groups: viv-tavi (n = 34) and nv-tavi (n = 68). In the viv-tavi group, medtronic corevalve, evolut r, and evolut pro valves were used. In the nv-tavi group, corevalve, evolut r, evolut pro, and non-medtronic acurate neo (boston scientific) valves were used. One immediate mortality (immediate or sequelae death = 72 hours after tavi) occurred in each group. At 12-month follow-up, a total of 10 all-cause deaths and 9 cardiovascular deaths had occurred, respectively. Additional outcomes were described as follows: periprocedural cardiopulmonary resuscitation, coronary occlusion, major vascular complications, bleeding (life-threatening or major), acute kidney injury (hemodialysis), permanent pacemaker implantation, endocarditis, left ventricular ejection fraction = 30%, mean aortic valve gradient = 20 mm hg, aortic regurgitation (moderate or severe), and cardiac rehospitalization (most commonly for cardiac decompensation due to permanent atrial fibrillation or acute coronary syndrome). No further information pertaining to medtronic products was noted.